Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon was attempting to insert an aq2010v silicone three piece lens +10.5 diopter and the haptic was noted to be damaged. It was indicated there was no patient contact with the lens and the injector might have caused the damage to the lens. The reporter stated they did not have any additional information to provide.

Manufacturer narrative:
Event problem and evaluation codes: result code(s): (operational problem) : visual inspection of the returned product found the lens optic had a piece torn off, one loop haptic was torn off with a piece of the lens optic attached. The lens was returned dry and there were traces of dry residue on the lens surface. Conclusion - (unable to confirm complaint): based on the complaint history, work order search, and product evaluation a specific root cause of the event could not be determined. (B)(4).